Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the femoral component rolled off the femur anteriorly upon flexion. The cement was removed and another package of cement was utilized to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "the liquid and powder components of this cement must be mixed thoroughly before using. Inadequate mixing will lead to inhomogeneity that will compromise the mechanical properties and clinical performance of the cement. "